Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this atrial lead sustained damage during a procedure to revise the associated right ventricular (rv) lead. The lead was removed from service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed damage to the insulation and coils which was the result of the explant procedure. Microscopic visual inspection identified the outer insulation was abraded through. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead on lead contact. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.